Manufacturer narrative:
The investigation into the positioning issue has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The cause of the positioning issue was most likely a catheter use issue based on the provided clinical information. The failure modes will be monitored and trended.

Event description:
The user facility reported a 70-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During repositioning, the physician had great difficulty due to the integrated system holding too much rotational tension and it was not translating to repositioning in the body/native anatomy. Upon attempting to troubleshoot, he pulled the device into the aorta and then had to advance it back across the valve. The procedure was completed successfully and there was no harm to the patient as a result of this positioning event.